Manufacturer narrative:
Manufacturer evaluation: the device was returned to the manufacturer for physical evaluation. A visual examination of the device was performed which revealed, that the proximal weld on the thumbloop. And rotator housing had failed and disconnected. Additionally, the handle function was not smooth and consistent. An investigation of the device manufacturing records was conducted by the manufacturer for the lot # of the device in question. No non-conformances were reported. All device history records (DHR) are reviewed and released according to documented procedures. And a device is not released, if it does not meet requirements or is nonconforming. Additionally, historical scrap rates were reviewed with no increase observed, in scrap related to the complaint issue. The investigation into the cause of the reported problem was able to confirm, the failure mode of proximal weld failure. In addition, to a supplier corrective action request (scar) being initiated, a corrective action/preventive action (CAPA) was opened by aesculap inc. For further evaluation of the design transfer of this device.

Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an issue with prestige grasper. The device was noted to have weld broken at shaft. There was no patient involvement. The malfunction is filed under reference xc (B)(4).